Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 450cc mentor memorygel breast implant, catalog #3504504bc, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with a 450cc mentor memorygel breast implant and experienced left sided baker¿s grade IV capsular contracture. The patient had concerns about the implant appearance, especially around the nipple. The capsular contracture was diagnosed through a physical examination from a physician. The patient has indicated future replacement with mentor gel, however, mentor has received no information an expected explantation date.